Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2022, the patient received the following results within 15 minutes: 12.0 mmol/l and 3.5 mmol/l. The patient experienced hypoglycemia. On (B)(6) 2022, the patient received the following results within 15 minutes: 4.6 mmol/l and 11.0 mmol/l.